Manufacturer narrative:
Additional reporter: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic sensor failure alarm occurred. The customer had repositioned the iab catheter several minutes prior to the alarm triggering. Troubleshooting was unsuccessful. At the customer's request, the getinge representative assisted several staff members in switching over to an alternate arterial pressure (ap) source. The inner lumen of the iab was clotted as evidenced by the inability to aspirate blood from the line. They were then assisted in switching over to the patient¿s radial arterial line to safely time and run the pump. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).